Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited right ventricular (rv) pacing impedance measurements of less than 200 ohms. A surgical revision was performed and the patient had no venous access to replace the patient's rv lead. A new system was implanted and this device remains in service to provide atrial pacing to the patient. Defibrillation therapy and rv pacing were programmed off. No additional adverse patient effects were reported.